Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer¿s blood glucose level 410 mg/dl at time of incident. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer was neither in emergency room, nor admitted into hospital. Customer treated with syringe. Customer was not in auto mode feature active and automatically adjusting insulin at time of high blood glucose event. Customer was able to perform test. The insulin pump will not be returned for analysis.